Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008k2 machine with flow inlet error during treatment and a burning smell coming from the machine. The patient finish treatment on a different machine with no harm no blood loss, or adverse event reported. The biomed tech stated the actuator board of the machine was examined and had burning marks and a burning smell. Additional follow-up was made with the user facility charge nurse (cn), who confirmed no visible smoke, flames or sparks were observed, and no damage was observed with any other components or power outlet. The cn confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The cn stated the machine remained out of service pending replacement of the actuator/test board by the biomed tech.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008k2 machine with flow inlet error during treatment and a burning smell coming from the machine. The patient finish treatment on a different machine with no harm no blood loss, or adverse event reported. The biomed tech stated the actuator board of the machine was examined and had burning marks and a burning smell. Additional follow-up was made with the user facility charge nurse (cn), who confirmed no visible smoke, flames or sparks were observed, and no damage was observed with any other components or power outlet. The cn confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The cn stated the machine remained out of service pending replacement of the actuator/test board by the biomed tech.